Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the interdepartmental solutions tracker, the customer had reported experienced low blood glucose in the 50's, 60's, and 70's. Customer stated the insulin pump needed adjustments. He declined troubleshooting assistance. The customer is not returning the insulin pump for further analysis.